Event description:
While pt was belted into lift and being removed from tub, and legs were being lifted to clear the sides of the tub, the pt slipped under the belt and fell into the tub. Pt suffered a broken femur. One person involved.